Event description:
It was reported that an animal underwent a hysterectomy procedure in (B)(6) 2022 and suture was used. Post-operatively, the nodule of the product used in the abdominal wall fascia was weaker than usual and opened 1 week after surgery. Re-operation is scheduled for november 1. The pet dog has not yet become serious. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: "could you please clarify if the suture got broken or if the suture knots untie? Please confirm? No further information is available. Did the pet had dehiscence? Yes. Could you please confirm what is the current condition of the patient? No further information is available. What is the lot number? No further information is available. No further information will be provided. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.